Manufacturer narrative:
(B)(4): no lens in the returned box. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation - conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The surgeon inserted the aq2010v silicone three piece lens and the lens tore as it was inserted into the eye. After the lens was inserted the surgeon discovered the patients capsule had been damaged during phacoemulsification. The lens was cut out of the eye, a vitrectomy was performed and another three piece lens was implanted the reporter stated the adverse event was the result of the patient having a dense cataract that was difficult to remove. The cause of the lens tear was unknown.